Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated during the time the sensor was inserted, she started bleeding. She applied pressure but had to go to the hospital to have the insertion site cauterized. At the time of the report she was feeling normal. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.